Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a transurethral lithotripsy procedure in the ureter performed on (B)(6) 2023. During the procedure, when suture was pulled, the stent was separated. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned tria firm ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was detached, and the renal coil was stretched. Additionally, the positioner was not returned. During magnification, it was observed closely that the bladder coil was detached, and renal coil was stretched. No other problems with the device were noted. The reported event of stent shaft break was not confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached or torn during the preparation, affecting the performance of the device. Consequently, affect the performance of the device. Evidence the renal coil stretched, it is possible to conclude that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire, while the device was pushing up, such as excess of force applied over the device during the procedure and could have contributed to the failure, consistently leading to device being stretched. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a transurethral lithotripsy procedure in the ureter performed on (B)(6) 2023. During the procedure, when suture was pulled, the stent was separated. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.